Event description:
Resident was being transferred from chair to the bed by two nursing assistants. Right foot got caught in the bed rail. The staff were able to move foot from rail. However, a fracture of the left femur resulted. Physicians x-ray review indicates probable pathological fx-may not have been due to side rail.